Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), 2 days post bilateral lasik surgery. Upon follow up, site tech informed that the patient did not show for the three week follow up visit. This report will reference the patient's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).